Manufacturer narrative:
Lumenis is closing out this complaint/product investigation, and has initiated (B)(4) to further investigate intermittent versacut handpiece operation.

Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, an incident report had been provided by the facility. A lumenis clinical manager, being a person qualified to make a medical judgement, had reasonably concluded that although no serious injury related to the event was reported & no medical intervention was reportedly required to preclude serious injury, the malfunction might cause or contribute to serious injury should the malfunction recur. Lumenis determined that this event is likely reportable. Lumenis is reporting this event as a malfunction likely to cause or contribute to serious injury should the malfunction recur. The device is expected to be returned to the manufacturer, and a product investigation has begun. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that while performing a holep procedure, the doctor experienced that their versacut tissue morcellator was "working irregularly", but once the doctor changed the angle of handpiece to operate, the motion "became regular", and the surgery successfully finished. No report of serious injury or medical intervention to preclude serious injury was received.